Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: while creating the anastomosis during a laparoscopic procedure, the stapler partially fired. Medical or surgical intervention was necessary to prevent a permanent impairment of a function because the surgeon had to clip the bleeding vessels. This resulted in blood loss of more than 500 cc or more, requiring a blood transfusion. Surgical time was not extended due to the product problem, and there was no further injury. There will not be an additional operation performed to correct the issue. The patient status at the time of this report is alive, no injury.